Event description:
It was reported that a death occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed without complication. Approximately 45 minutes post procedure, the patient developed hypotension and coded while in the recovery room after being extubated, alert and talking. At this time, a pericardial window was performed and a small pericardial effusion and pinhole perforation were noted. Approximately, 2 hours later, patient passed away. Per physician, cause of death is not confirmed as patient had multiple comorbidities. It was also suspected by the surgeon that the pinpoint hole in the appendage could have been due to chest compressions since there was lack of blood around the pericardium.